Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged there was no power to the pump, and the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-aug-2018 with the following findings: a review of the pump black box data indicated multiple unexplained pump reboots. During a visual inspection of the pump, the battery compartment was observed to have two separate cracks at the threads on the side of the grip pad. The returned battery cap was undamaged but was unable to secure tightly due the cracks. The battery cap was fastened and then unscrewed ½ turn leading to a reboot. The reported power issue was duplicated. The cap was fastened again, the pump was able to exercise with no reboots occurring. The pump case was removed and no intermittent condition was found to the power printed circuit board. Unrelated to the complaint, investigation revealed that the display screen contrast was dim and reddish.